Manufacturer narrative:
Investigation summary: this complaint is for failures due to misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 5140674. Customer phoenix generated lab reports and bruker maldi results were provided for the investigation. To investigate, retention panels of the complaint batch were tested using in house isolates klebsiella pneumoniae 11001 and enterobacter cloacae 11061 on a phoenix m50 machine and evaluated for identification results. In addition, a control panel from the same material but different batch were tested using in house isolates klebsiella pneumoniae 11001 and enterobacter cloacae 11061 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient blood culture isolate (escherichia coli) was misidentified as citrobacter braakii. The user performed additional testing using the eplex system and maldi. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient blood culture isolate (escherichia coli) was misidentified as citrobacter braakii. The user performed additional testing using the eplex system and maldi. No health impact or consequence reported. Report 3 of 3.